Event description:
The customer reported that water entered the evis exera iii xenon light source and some keyboard functions failed to work. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the evis exera iii video system center that was used with the evis exera iii xenon light source

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, noisy screen, video connector damage, and scratched covers were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the problem with the image was confirmed. It was determined that the event occurred due to water entering the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.